Manufacturer narrative:
D4 - the UDI is not known as the part and lot number were not provided. The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the anatomy and/or interaction with the cardiomems delivery catheter resulted in the guide wire becoming prolapsed (multiple loops in the right atrium); thus resulting in the reported difficult to advance. Interaction of the compromised devices resulted in the reported difficult to remove outside of the body. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to implant a cardiomems sensor in the right pulmonary artery. While advancing the cardiomems delivery catheter over the steelcore 300 cm .018 guide wire, wire placement was lost. The cardiomems delivery catheter and guidewire were removed through the sheath and the swan was re-advanced and the steelcore was advanced into the vessel for a second time. The swan was removed and the cardiomems delivery catheter was re-prepped and flushed. Advancing over 0.018 wire resulted in multiple loops in the right atrium. The cardiomems delivery catheter and steelcore guidewire were then removed through the sheath for a second time. The physician noted difficulty with removing the steelcore guidewire from the cardiomems delivery catheter when outside the patient's body. The physician did not feel comfortable attempting to insert and advance the delivery catheter for a third time due to an unknown occlusion in the delivery catheter. A new cardiomems sensor and delivery catheter were opened, the patient was implanted in the right pulmonary artery and was calibrated with no issues. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.